Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasions were noted at 7.2-8.4cm and 28.8-29.7cm from the distal tip. The etfe coating was intact at these locations.